Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was flipping and protruding from the implant site.

Event description:
A report was received that the patients ipg was flipping and protruding from the implant site.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was moved. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was flipping and protruding from the implant site.